Event description:
The patient contacted animas on (B)(6) 2012, and stated the up and down arrow keypad buttons were intermittently unresponsive and required hard presses to elicit a response. The patient denied damage to the keypad and denied trauma to the pump or moisture exposure. The patient reportedly wore the pump in a pocket and cleaned it with a damp rag. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing was unable to confirm or duplicate intermittent responsiveness of the 'up' and 'down' buttons: all buttons were responsive. The keypad cover was removed to check condition of the button contacts and no issues found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.